Event description:
It was reported that during a da vinci-assisted surgical procedure, when the customer attempted to remove the 8mm suction irrigator instrument from universal surgical manipulator (usm), it got stuck in the trocar because the clamp was broken at the end, preventing its removal. It was not only making it impossible to remove the instrument without removing the trocar from the system with the suction inside, but also the customer had to use another new trocar. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm suction irrigator instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged snake wrist. The snake wrist was missing, it was not returned with the damaged instrument. The detached fragment was missing.